Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by medwatch vascular access attempted a powerglide placement. They were unable to remove wire/needle after advancing the catheter. They attempted to then remove catheter and noticed catheter appeared broken just above hub. The catheter and wire/needle needed surgically removed at bedside. Once removed the catheter was found to be scrunched over wire/needle but purple tip intact. Unclear if this was an insertion procedure issue or a defective product. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-02580 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-02088.